Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's wife reportedly received results of 5.2 mmol/l and 14.0 mmol/l within 1 minute on the compact plus system. Customer's wife is not diabetic. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.